Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that a leakage occurred between the maxzero and the connecting product during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer's report of leakage occurring was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Event description:
The reported feedback suggests that a leakage occurred between the maxzero and the connecting product during clinical use.